Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review, there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation has been completed. The impella device was discarded. As the necessary clinical information was not provided and the device was not returned, the root cause of the reported issues was not determined. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.2 revised selection since the initial manufacturer device report number 1220648-2024-10419 was submitted due to incorrect previous selection and new information received from the medical safety officer review. B.3 revised date of event as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-10419. B.5 additional information was received, and abiomed's medical safety officer review was completed since the initial manufacturer device report number 1220648-2024-10419 was submitted. B.7 revised as information was inadvertently omitted from initial manufacturer device report number 1220648-2024-10419. D.3 revised manufacturer name as it was inadvertently omitted from initial manufacturer device report number 1220648-2024-10419. D.4 revised model number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-10419. D.6a and d.6b revised from the initial submission of manufacturer device report number 1220648-2024-10419 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-10419 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-10419 was submitted. H.1 revised due to medical safety officer review since the initial manufacturer device report number 1220648-2024-10419 was submitted h.6 code 925 added since the initial manufacturer device report number 1220648-2024-10419 was submitted in accordance with updated procedures. H.6 health effect - impact code was revised due since the initial manufacturer device report number 1220648-2024-10419 was submitted due to medical safety officer review. H.6 codes 4112, 4114 and 4315 were previously entered incorrectly on the initial manufacturer device report number 1220648-2024-10419. New codes were added. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-10419. Additional manufacturer narrative on the previously submitted report stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. The product was released with a completed and reviewed device history record under the abiomed quality system. The manufacturer is closing the file on this event.

Event description:
We received a notification from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry), indicating an allegation of biventricular failure and rle ischemia with the impella cp device used on this patient.